Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A gastrointestinal hemorrhage is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 it was reported that the patient was hospitalized on (B)(6) 2025 for covid, acute respiratory failure, pneumonitis of unknown origin, and gastrointestinal hemorrhage. On (B)(6) 2025, the patient's spouse reported that the patient experienced a "gastrointestinal hemorrhage in the duodenal area around (B)(6) 2025". The patient was treated with blood transfusion. The device remains implanted.